Manufacturer narrative:
The technician replaced the pt pendent interface cable and the pendent module to repair the bed.

Event description:
Info received indicates there is no power to the bed functions and the bed is locked up. The pt pendent is missing and the pendent interface cable is damaged with wires exposed.